Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, three resolute onyx drug-eluting stents were implanted in the rca and lad. Cec adjudicated approximately 7 weeks post index procedure that patient suffered non q-wave mi of the target vessel, mdt extended historical peri-pci.